Event description:
I had mcghan (no allergan) high profile breast implants. Started getting really high fevers, dizziness, anxiety, weakness, pain in the left breast along with many other symptoms. I removed them on (B)(6) 2019. FDA safety report ID # (B)(4).